Event description:
Information was received indicating that after ten (10) hours of use of a cadd medication cassette with a cadd legacy plus pump, the pump exhibited an unspecified alarm. Per reporter the cassette was placed on a different pump and the alarm continued. It was reported that subsequently the cassette was changed for a new one and there were no further alarms. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.